Event description:
Following pta procedure, physician places pre-dilator from 7fr fish-sp device over guide-wire in the artery, makes skin nick using scalpel, notices excessive bleeding, proceeds to deploy 7fr fish-sp device with guide-wire still in place. Bleeding would not stop, difficult to control manually. Physician then inserts 8fr pinnacle sheath over guidewire into artery, still difficult to control bleeding. The 8fr sheath was pulled and 9fr sheath was inserted, still difficult to control bleeding. The 9fr sheath was pulled and a 10fr sheath was placed, still difficult to control manually. The 10fr sheath was removed from the artery along with the fish-sp sis patch. Physician then places two perclose (abbott) vascular closure devices to control bleeding. One of the perclose devices was deployed successfully, the second perclose was deployed unsuccessfully. As excessive bleeding persisted a femostop (st. Jude medical) gold compression assist device was placed, outward bleeding was controlled, hematoma was forming, pt was transferred to vascular surgery to repair artery. The pt coded during surgery and was revived. Following repair to artery the vascular surgeon determined the scalpel, inadvertently, had nicked the artery while creating the dermatotomy, there was no evidence of product defect or malfunction. The day following surgery, the pt suffered a gi bleed, which was resolved 4 days later. Pt died due to chronic obstructive pulmonary disease (copd) when taken off ventilator 11 days later. Pt had previously been cleared by gi prior to the procedure.